Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The dark blue wire was completely cut off. There were scratches on the tip cover, tip body, insertion tube, operation part, operation part cover, switch box, up/down/right/left knobs, up/down angle fixing lever, right/left angle fixing knob, grip, universal cord, and scope connector side, due to external factors. Dirt that was difficult to remove was found on the tip cover and tip body due to handling (insufficient cleaning). The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. The curved pipe may fall due to handling. The bending section cover adhesive was missing. Water cover was observed on the electrical connector. The scope cable could not be securely connected due to deformation of the electrical connector contact pin due to external factors. The forceps stopper was scraped due to an external factor. The scope connector may have been scratched due to external factors. The paint on the suction cylinder was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the forceps elevator wire (k-wire) broke on the evis lucera duodenovideoscope. No patient harm reported. During the evaluation of the device, it was noted the adhesive part of the lighting lens was peeled off. This report is to capture the reportable malfunction of the peeled off adhesive on the lighting lens noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 16-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. Olympus will continue to monitor field performance for this device.